Event description:
Customer reported an issue with the pump's time settings, which had displayed a time discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level. The customer updated the pump time successfully and was advised by technical support to monitor the situation and follow up if the issue recurred, which the customer understood and acknowledged.